Manufacturer narrative:
(B)(4). Device returned: mr290hfv; lot 1501070304; date of manufacture 7 january 2015; mr290hfv; lot 1502040304; date of manufacture 4 february 2015. Method: two complaint mr290hfv high frequency vented autofeed humidification chambers were returned to fisher & paykel healthcare in (B)(4) where they were visually inspected. Results: visual inspection of the returned chambers revealed a crack in the chamber dome underneath one of the ports on both devices. The identified cracks stretched from the bracket to the port. A lot check revealed no other complaints of this nature for lot 150107 & 150204. Conclusion: we are unable to determine what may have caused the damage observed on the returned mr290v chamber. However, based on the inspection carried out it is likely that the returned chambers were exposed to pressures greater than 8kpa. The integrity of the chamber can be affected when pressure exceed 8 kpa. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails either of these tests is rejected. The returned chamber would have met the required specification at the time of production. Our user instructions that accompany the mr290 state the following: maximum operating pressure: 8kpa. Use of the mr290 above the maximum operating pressure may lead to cracking, water leakage and, on rare occasions, could lead to a loss of ventilation pressure. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Do not use the chamber if the seals are not intact when received, or if it has been dropped.

Event description:
A healthcare facility in (B)(6) reported two mr290hfv high frequency vented autofeed humidification chambers cracked and were leaking during use. No patient consequence was reported.